Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot# j0217050v, implanted: (B)(6) 2002, product type: lead. Product ID: 3887-33, lot# j0124793v, implanted: (B)(6) 2002, explanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3887-33, serial/lot #: (B)(4), ubd: 05-jun-2006, UDI#: (B)(4); product ID: 3887-33, serial/lot #: (B)(4), ubd: 14-dec-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the stimulator was replaced in 2009. The pre op report said that there was a malfunctioning dorsal column stimulator leads. The leads were also replaced. No further complications were reported.